Event description:
It was reported that a resonate screw is backing out of the plate 5 months post-operatively.

Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. The imaging provided shows a screw backing out past the blocking mechanism. There is no plan for revision at this time. No determinations could be made as to the cause of the reported issue.